Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopic procedure, when the "5,5mm twinfix ultra suture anchor (ti, ub)" was screwed in (no hard bone), the setting instrument was broken after approximately 2/3 of the anchor has been inserted. Although the surgery was not significantly delayed, it is unknown if a back-up device was available to complete the procedure. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: b4: event description updated.

Event description:
It was reported that, during a rotator cuff repair reconstruction, when the "5,5mm twinfix ultra suture anchor (ti, ub)" was screwed in (no hard bone), the setting instrument was broken after approximately 2/3 of the anchor had been inserted. All the broken pieces were successfully removed using tweezers. Although the surgery was completed using the same bone hole with not significant delays, it is unknown if a back-up device was available to complete the procedure. No further complications were reported.

Manufacturer narrative:
H6, health effect - impact code and component code were updated. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The distal tip of the shaft is fractured. The anchor and shaft of the device have debris. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. Our clinical investigation concluded: although requested it is unknown how the procedure was completed. No patient injuries or adverse consequences were reported. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. Since no patient injuries are being reported no further medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.